Event description:
It was reported that after the intraocular lens (iol) was implanted, the patient experienced "waxy vision." The patient's visual acuity was 20/20-j1, but still complained of "waxy vision." The iol was explanted. Another johnson & johnson iol was implanted as replacement (different model, zcu150, unknown diopter). No further information is available.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between sep 19, 2022 and oct 10, 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.